Event description:
On (B)(6) 2008, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. At the time of the procedure, it was noted that the patient's aortic neck measured 90 degrees. It was also noted that the patient had a previous y-graft replacement (date unknown). During the procedure, it was reported that the proximal tag device (tg3420/06431423) began to move distally of its intended position after deployment. The physician then implanted an mk brand stent at the proximal neck. The left subclavian artery was intentionally covered by the mk stent. Touch-up ballooning was performed several times to seal the proximal neck. However, a final angiographic run revealed a proximal type I endoleak. The physician decided to end the procedure. On the same day, it was reported the patient developed hemiplegia. The patient was administered radicut and glycerol. On (B)(6) 2009, a follow-up examination revealed persistent hemiplegia and proximal type I endoleak. On (B)(6) 2009, the patient was implanted with palmaz stent to treat the proximal type I endoleak from the mk stent. The patient tolerated the procedure.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak, neurologic damage (local or system - e.g., stroke, paraplegia, paraparesis), and reoperation.